Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The information received suggests that the patient was on high dose of unspecified vasopressors during a liver transplant surgery when the pumps lost connection with the pcu and stopped infusing, requiring manual administration of a high dose of vasopressor bolus.

Manufacturer narrative:
The customer¿s report that the pumps lost connection with the pcu and stopped infusing was confirmed. The pcu event log identified four channel disconnected alarms having occurred on the event date. On each occasion pump modules sn: (B)(4) and sn: (B)(4) were temporarily disconnected from the pcu and their infusions stopped, however the infusion running on pump module (B)(4) was not interrupted. Functional testing on the returned pcu and pump modules was performed; a channel disconnected alarm was replicated, with pump modules sn: (B)(4) & sn: (B)(4) momentarily shutting down before powering back up in an inactive state. The channel disconnected alarm was repeatable and further testing and module positioning identified that the failure was related to pump module sn: (B)(4). Further analysis showed contamination and tarnishing of the left iui connector which was causing an intermittent loss in signals to and from the pcu. The root cause of the customer¿s reported experience was contamination and tarnishing of the left iui connector.

Event description:
The information received suggests that the patient was on high dose of unspecified vasopressors during a liver transplant surgery when the pumps lost connection with the pcu and stopped infusing, requiring manual administration of a high dose of vasopressor bolus.